Event description:
The patient had a defibrillator implanted for dilated ischemic cardiomyopathy with congestive failure 4 years ago. The patient received 10 inappropriate shocks in the early morning prior to admission. He was admitted and underwent laser lead extraction of the fractured recalled implantable cardioverter-defibrillator electrode and implantation of dual coil electrode. Also, the biventricular generator was approaching eri and was removed and replaced. Post-op the patient did well and was discharged home the next day in stable condition.

Event description:
The patient had a defibrillator implanted for dilated ischemic cardiomyopathy with congestive failure 4 years ago. The patient received 10 inappropriate shocks in the early morning prior to admission. He was admitted and underwent laser lead extraction of the fractured recalled implantable cardioverter-defibrillator electrode and implantation of dual coil electrode. Also, the biventricular generator was approaching eri and was removed and replaced. Post-op the patient did well and was discharged home the next day in stable condition.